Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen with blank screen and lost all settings when changing battery. The customer¿s blood glucose level was unknown. Customer stated that threading was worn where reservoirs screws in. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.